Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that the pen ndl 32ga 4mm experienced an inner shield/outer cover/cap that would not attach/detach, and product damage while still considered operable. The following information was provided by the initial reporter: I have been using insulin for a long period and this is the first time I could not attach the pen needle to the pen. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2021-06-14. H.6 investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H.6. Investigation conclusion: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. A functionality test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the pen ndl 32ga 4mm experienced an inner shield/outer cover/cap that would not attach/detach, and product damage while still considered operable. The following information was provided by the initial reporter: I have been using insulin for a long period and this is the first time I could not attach the pen needle to the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: I have been using insulin for a long period and this is the first time I could not attach the pen needle to the pen.